Event description:
It was reported the manufacturing representative met with the patient for their follow up appointment on (B)(6) 2014 and there was concern that the implantable neurostimulator (ins) may have been too low on the patient¿s right buttock. There was still some post-surgical swelling that was not resolved, so they decided to meet with the patient on the day of this report for a follow up check. The patient¿s swelling had diminished and the ins was felt to be placed too low in the buttock. The patient did not sit directly on the ins, but when they sat down, they put pressure on the bottom side of the ins and the patient had some discomfort and pain. The patient had no other complaints. A pocket revision to move the ins higher up in the buttock was done on (B)(6) 2014. An impedance check was done and all impedances were within normal limits. Following the revision, the patient was happy with their present coverage and no reprogramming was necessary.

Manufacturer narrative:
Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer. (B)(4).